Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemakers longevity was decreasing faster than expected. Disk analysis was performed and it was determined that the increase in power consumption was due to the sensing of the patient's atrial fibrillation (af). Boston scientific technical services (ts) discussed reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.